Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument tip was displaced and the cable was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument main tube broken. A piece measuring approximately 0.335 x 0.338 was not returned with the instrument. Additional observation(s) related to the customer reported complaint: the instrument was also found to have a broken pitch cable and broken grip cables. The cables were broken at the distal main tube. Additionally, the instrument was found to have broken conductor wires. The conductor wires were broken at the distal end in the main tube. Due to the breakage location, the electrical continuity test could not be performed. No thermal damage was observed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.